Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the patient's operative eye. The reason for explant was not specified. A non-johnson and johnson iol was used as a replacement. No other information was provided.

Manufacturer narrative:
. Date of event: unknown, not provided. Best estimate of date of event is between oct. 3, 2023 and apr. 2, 2024. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.